Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the product is not available for return. Review of the device history record for devices from the same mfg lot of the actual device involved in the incident was completed. The analysis found the products were manufactured according to specifications including non-destructive pull test, electrical measurements and visual inspection. The junctions of the curved needle to the monofiliment lead wires from lot were reviewed and found to meet all design specifications. Event info shows the small curved needle separated from the suture material at the junction of the needle to the monofilament. This was noted by the user during the second pass with the needle through the muscle wall. The needle was not recovered by the surgeon and remains embedded in the tissue. Although this outcome is rare, it is a known occurrence. Investigation from the rep shows no report of pt complication after the procedure was completed. Conclusion: while an exact cause for the event is unk, it could be procedural and contributed to by the technique.

Event description:
Info received indicates the suture needle separated from the pacing wire during product placement. The surgeon stated the small needle was not recovered and remains in the cardiac tissue. No change to pt status has been reported by the user.